Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and the patient outcome of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. At the time of this report, physioneal therapies were ongoing. No additional information is available.